Manufacturer narrative:
(B)(4).

Event description:
It was reported loss of capture and no sensing were observed during follow-up. Diagnostic imaged revealed that the lead had pulled back to the atrium. Patient was asymptomatic with the lead dislodgement. Patient has history of seizures (unrelated to cardiac condition) and was non-compliant with anti-seizure medication, and the clinic suspected this was the cause of the lead dislodgement. Re-positioning of the lead was attempted, but ultimately unsuccessful. The lead was explanted and replaced. Patient was fine after the procedure.